Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) subsequent to sustaining a head trauma. The patient was re-implanted with a new device.